Manufacturer narrative:
B3 - date of event: various dates in december. First date of the december was updatedinvestigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during patient use with cadd solis pump, the pump experienced downstream occlusion alarm. Pumps need to be restarted and medication dosing is interrupted for time to remedy. There was patient involvement and no harm.